Manufacturer narrative:
(B)(4). Device was not returned therefore, no evaluation will be done. A follow-up report will be submitted if additional information becomes available.

Event description:
During troubleshooting for draining difficulties with baxter's technical service representative (tsr), a home patient drained 4003ml with a reported fill volume of 2600ml. On (B)(6) 2010, baxter contacted the hp's peritoneal dialysis nurse (pdn) who reported the hp's largest prescribed fill volume was 2500ml not 2600ml as originally reported. Based on this information, the reported drain volume of 4003ml meets iipv criteria. The pdn stated, the hp has not reported any symptoms or other drain volumes that met iipv criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well.